Event description:
It was reported during coil embolization of an anterior communicating artery aneurysm, there was severe resistance during advancement of a trufill dcs orbit helical 8x30 (637hf0830/15954493) through a prowler select lp es (15854463/606s155x), and the coil became stretched and had to be re-sheathed. The same microcatheter was used to complete the procedure. It was reported that a continuous flush had been maintained through the microcatheter, and the microcatheter was not bent or damaged. There was no patient injury; however, the procedure was delayed 20 minutes due to the event.

Manufacturer narrative:
Information regarding resistance between the coil and microcatheter was received on (B)(4) 2015; however, information that the coil was stretched was not received until (B)(4) 2015. The complaint met MDR reportability status at that time. Complaint conclusion: the device was returned for analysis. A non-sterile orbit helical fill 8x30 was received coiled inside of a coil dispenser inside of a plastic bag. The hypotube was inspected and no damages were noted on it. The introducer was received zipped and residues of dry blood can be observed inside of it. Part of the support coil was found outside of the introducer and no damages were noted on it. The rest of the support coil, the gripper and the embolic oil were found stuck inside of the introducer. The gripper was found without damage while the embolic coil was found stretched. Some waves were found on the products, but apparently can occur during the handling of the units when these were return for evaluation. The gripper and the embolic coil were inspected under microscope through the introducer; residues of dry blood can be observed on the gripper and the embolic coil, the gripper was found without damage while the embolic coil was found stretched. The od from the delivery tube was measured and was found within specification. The functional test could not be performed since part of the support coil was found outside of the introducer from the proximal end. A review of the manufacturing documentation associated with this lot (15954493) presented no issues during the manufacturing process that can be related to the reported complaint. The severe resistance could not be evaluated due to the conditions of the received unit (support coil out of the introducer from the proximal end). The stretched coil was confirmed. The condition of the embolic coil was apparently caused by applying excessive force on it, but it could not be conclusively determined. However, this defect could not be related to the manufacturing process, and procedural factors appear to have contributed to have this damage. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place that prevents these types of failures from leaving the facility. Therefore, no corrective action will be taken at this time. This is an initial/final MDR.